Event description:
It was reported the incision was enlarged to remove the intraocular lens during the initial surgery. Reason stated was the patient's capsular bag was too weak to hold the lens. The initial implant was replaced with an anterior chamber lens.

Manufacturer narrative:
The lens was not received for analysis. Information received from the surgery center indicates this is not a product problem and event was caused by the patient's eye anatomy, a weak capsular bag. All currently available information is included in this report. An update to the MDR will be submitted when additional information is received. Device not returned to manufacturer